Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, while using the spybite forceps it was noticed that the working channel sleeve of the spyscope ds protruded. Reportedly, no part of the spyscope ds device was detached. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, while using the spybite forceps it was noticed that the working channel sleeve of the spyscope ds protruded. Reportedly, no part of the spyscope ds device was detached. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual assessment was performed after disinfection. The catheter was kinked in several locations, beginning near the distal end. As received, the working channel sleeve protruded, confirming the reported complaint. Maximum protrusion was observed when the distal tip was articulated by turning the large knob in both directions. A functional assessment was performed. A spybite was inserted into the working channel port while the working length was held in 2-10¿ loops and the distal end of the device was inserted into the fixture simulating tortuous anatomy. The distal tip was aligned between the black markings on the path, with the shaft of the catheter oriented such that the working channel was on the inside of the radius in the path. The spybite passed freely and without resistance through the working channel. The reported complaint incident of ¿difficult/unable to advance accessories¿ was not confirmed. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. The pebax region proximal to the working channel sleeve was inspected. No damage or irregularities that could cause or contribute to passability issues were observed. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found.